Manufacturer narrative:
No sample collection or preparation information was supplied. Quality control (qc) was performed prior to and after the event and were within laboratory established ranges. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found bubbles in the reference line from the ise reference (ref) valve to the flow cell. The fse replaced the ise ref valve. Bubbles in the ref tubing are definitive of a ref valve failure. Incidental/proactive actions included cleaning the ref electrode block and sample pot; tubing replacement; and total system cleaning. The fse primed and calibrated the system 0 with no issues. Qc was performed and recovered within the facility established ranges.

Event description:
The customer contacted beckman coulter (bec) reporting that the olympus au681-10e (au680) clinical chemistry analyzer has continued to have ionized selective electrode (ise) problems. The customer indicated that multiple low anion gaps were noted which caused the customer to repeat patient samples on an alternate au680 instrument. The customer stated that they have the ise repeat parameter set to repeat all patient samples giving an anion gap of less than a value of 6. The customer stated that several low potassium (k) (in mmol/l) results were noted. The customer did not provide any patient data or how many low k results were noted. No erroneous results were reported out of the laboratory. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.